Manufacturer narrative:
The returned device was evaluated and the device was received without the adhesive pad, no damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was returned with the cannula assembly fully deployed. Investigation found the exposed portion of the soft cannula to be damaged externally, preventing fluid from flowing the complete fluid path. The pod data was observed to be free of timeouts and drive stalls indicating the pod did not struggle to deliver insulin during runtime. The exact cause and timing of the observed exposed soft cannula damage could not be determined. A 0x18 alarm was generated, indicating that the reservoir was empty at the end of the run. Investigation confirmed the reservoir to be empty.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive failed to adhere. As treatment, the patient applied a new pod.